Event description:
Boston scientific received information that the patient implanted with this pacemaker had reported dizziness. Upon interrogation, there were numerous ventricular tachycardia episodes that were reported as noise, oversensing and pacing inhibition had occurred through this right ventricular (rv) lead. The device was programmed at unipolar at 0.5mv. Daily measurements showed some r-waves at 0.7-0.9 mv, but this was believed to have been noise as during the interrogation r-waves had measured 3.8 to 6 mv. The device was reprogrammed to 1.5 mv and the physician has elected to monitor for now. No further patient effects were reported.

Manufacturer narrative:
It was later reported that an intrinsic r-wave amplitude could not be measured and that the patient's intrinsic pr interval was very close to 300, the maximum the device will allow for programming. Troubleshooting assistance was requested from technical services . After speaking with the physician, the patient was conducting on their own in aai. Testing was done immediately at 1.5 sensitivity and the amplitude was successfully measured. Technical services discussed that possibly the heart was entrained to pace from other tests perhaps fusing. In addition, with the inability to push out the av delay far enough to prevent the fusing, no reading was measured. The physician had also believed this to be the case. This patient had known atrial standstill and vvi testing could not be done as there was no escape but the patient did conduct on their own. In addition, myopotential oversensing was also reported. Inhibition of three seconds with primarily shortness of breath noted. When the patient's heart rate was dropped to 40, the patient reported feeling the same way however, the representative was unsure if this was related to the oversensing. Programming changes were made to address the issues at hand and the patient was to be evaluated in the near future to see the impact. A save to disk was also done to verify device function.

Manufacturer narrative:
A save to disk was received and further evaluated by an engineer. However, it was reported that the disk showed nothing of note. This was discussed with the field representative who commented that the sensitivity was raised and the physician was satisfied with a little bit of undersensing and fused beats.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.